Event description:
It was reported that during an implant procedure spindle cap came off the spacer while the device was being deployed. A new spacer was provided and the implant procedure was completed successfully. The spacer will not be returned as it was disposed of by the medical facility.